Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material remaining at the distal end occurred due to insufficient cleaning (handling problems) and it is likely the gap at the distal end glue occurred due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in the event section, evaluation found a leak between the distal end and plastic cover, the electrical connector was corroded, the connecting tube was buckled, the light guide lens was discolored, the adhesives were worn out, the expected insulation capacity could not be contained due to a cut on the heat shrinking tube of the forceps elevator lever, and the lever arm was corroded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii duodenovideoscope was returned with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material at the distal end. The report is being submitted due to foreign material at the distal end found during evaluation.